Event description:
The pump was implanted with a left ventricular assist device (lvad). Approx 2 months post-implant of vad-(B)(4), it was reported that the pt experienced rise in lactate dehydrogenase (ldh). A subarachnoid hemorrhage (sah) was also noted. The pt was treated with coumadin and a heparin drip, however the pt's ldh continued to rise. A right heart catheter (rhc) was performed and revealed a cardiac index (ci) of 1.2. A ramp study revealed no change to the left ventricle. A decision was made to exchange to another company's pump. It was also reported that during the exchange the doctor noted visible thrombus.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.